Event description:
It was reported during replacement procedure, electric cautery was used to open the pocket. During interrogation the pulse generator exhibited backup vvi, an output anomaly was noted. The procedure was completed by intersecting temporary catheter. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information; analysis in c-hub list implant and explant dates.